Event description:
It was reported the patient has a planned procedure for his inflatable penile prosthesis due to difficultly with inflation. The physician reported difficulty inflating the device on (B)(6) 2017 following the (B)(6) 2017 implant procedure. The physician managed to inflate the prosthesis "until it stopped completely." No further patient complications were reported in relation to this event. Addition information was received that the explanted device will be returned for evaluation. This implies that an explant surgery had occurred.

Manufacturer narrative:
An allegation of an inflation issue was reported. The ams700 ipp cylinders were visually inspected and functionally tested. There was a leak near the proximal end of the cylinder body in cylinder 1 that was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the deflation (3) and activation (2) tests. This device malfunction would therefore affect the functionality of the device and confirms the reported events.

Event description:
It was reported the patient has a planned procedure for his inflatable penile prosthesis due to difficultly with inflation. The physician reported difficulty inflating the device on 17-feb-2017 following the (B)(6) 2017 implant procedure. The physician managed to inflate the prosthesis "until it stopped completely." No further patient complications were reported in relation to this event. Addition information was received that the explanted device will be returned for evaluation. This implies that an explant surgery had occurred.